Event description:
Reporter stated that values obtained on the aviva system were approximately 100 mg/dl higher than those obtained, at the same time, on physician's device. Actual blood glucose values were not reported. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect product for evaluation.

Manufacturer narrative:
The event occurred in another country.